Manufacturer narrative:
Continuation of medical devices: dvbb1d4 defibrillator; model 6935m55 defib lead ¿ implanted (B)(6) 2016 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a double disconnect. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the event files revealed 3 controller power ups on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 at 09:47:39, 17:44:57 and 08:06:41 respectively. During the last controller power up, the controller was without power for approximately 4 minutes and 36 seconds. As a result, the reported event was confirmed. Based on the log file analysis, a possible root cause of the reported loss of power can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed three controller power up events on (B)(6) 2017 at 09:47:39, on (B)(6) 2017 at 17:44:57, and on (B)(6) 2017 at 08:06:41. No anomalies were observed during the recorded controller power ups. The controller was without power for 1 minute and 1 second, 8 minutes and 12 seconds, and 4 minutes and 36 seconds, respectively. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.